Event description:
Procedure: right thoracoscopy and biopsies of right upper, middle and lower lobes. Excision of middle lobe nodule. Reportedly, when the device was applied to tissue, the stapler misfired and crushed the tissue. Two add'l staplers were used to complete the resection and a thorascopic suture closure of the torn staple line was performed. There was no injury to the pt reported.